Manufacturer narrative:
The pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart tests and all operating currents tested were normal. The pump was tested with water liquid reservoir and no air bubbles were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the blood glucose had been running high. The blood glucose reading was 600 mg/dl. The customer experienced symptoms of sweating, vomiting, and abdominal pain. The customer treated with injections. The insertion site was slightly puffy. The infusion set was removed and the cannula was not bent. The customer declined to check settings and stated that the time and date were correct. The customer then reported that the drive support cap looked warped, uneven, and loose. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.